Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was returned for a service. After calibrating, the j2 plug on the rear of the generator had an issue. With the inhibit connector plugged into the unit, it continued to allow activation when it should not. It was believed that the f3 on psrf pcba was blown. There was no patient involved.